Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported burnt distal tip cover issue could not be determined, however, the issue was reportedly due to the use of a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end. The event may be detected/prevented by following the instructions for use which states: inspection of the endoscope, 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance and reprocessing their bronchovideoscope had the following reportable event; the tip of the endoscope has been burnt by the high frequency electricity. There was no patient harm, procedural delay, or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to the distal end had a burn. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to a pinhole on the plastic distal end cover water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.